Event description:
Pt was undergoing a laparoscopic procedure to remove gallbladder when one of the jaws broke in the pt. X-rays were taken to locate the broken piece. The pt had to be scoped the next day to retrieve the broken piece. The pt suffered no adverse effects as a result of this incident.